Manufacturer narrative:
Device analysis for lead 0209806421 revealed no anomaly found. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the tip of the deep brain stimulation (dbs) lead seemed different from the usual dbs leads. It seemed to be deformed. The lead was not implanted. This event occurred on the day of this report either before or during the procedure. The implanting physician request to have the lead checked with a microscope. No x-ray was taken. The lead was replaced. No intervention or action taken. The issue was not resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.